Event description:
The customer reported that the paramedics were called a few days ago due to high blood glucose. The customer stated that he was incoherent and sweating by the time her daughter arrived and called them. The caller stated they treated his high blood glucose with an insulin drip, and then he drank soda. The customer stated that he feels the incident was not device related. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.